Event description:
It was reported that during an embolization treatment procedure, coil migration occurred. The target lesion was located in the gastroduodenal artery. The physician performed "pre-deployment" technique of a 10mm x 40cm .035 interlock cube coil. The coil was deployed under fluoroscopy. The physician lost purchase of the hypogastric and deployed coil in the iliac. The physician attempted to remove the coil but was unable to remove. It was noted that the pusher portion of coil had broken outside of the catheter. A non-bsc snare was utilized to successfully remove the coil. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an embolization treatment procedure, coil migration occurred. The target lesion was located in the gastroduodenal artery. The physician performed "pre-deployment" technique of a 10mm x 40cm .035 interlock cube coil. The coil was deployed under fluoroscopy. The physician lost purchase of the hypogastric and deployed coil in the iliac. The physician attempted to remove the coil but was unable to remove. It was noted that the pusher portion of coil had broken outside of the catheter. A non-bsc snare was utilized to successfully remove the coil. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed. (B)(4).